Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient suffered a pulmonary embolism post-operatively, which was treated and the patient has recovered. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.